Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Fluoroscopy revealed externalized conductors. No electrical anomalies were detected. Patient requested his hv therapy be permanently disabled. The lead will be monitored.